Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had bleeding along staple line. The patient underwent laparoscopic sleeve gastrectomy where the devices were used. There was unanticipated tissue loss as the result of the problem.